Manufacturer narrative:
Unit passed rewind, seating, basic occlusion test, force sensor test and displacement test. Unit successfully downloaded to thump. No pump error 82 alarms noted during testing. Unit successfully downloaded to thump. However, the formatted history file confirmed the pump alarmed pump error 82 (line number 427 file number 16) on 03/18/2026 08:34:04.000, problem isolated to the pcb1 board and pcb2 board. No moisture damage noted to the electronic assemblies per visual inspection. The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: scratched case, pillowing keypad overlay, and broken belt clip rails. Confirmed pump error 82 in the pump history download, problem isolated to the electronic assembly. Cosmetic damage was confirmed at belt clip rails during analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced the belt clip rail of the insulin pump was damaged and pump received pump error 82(the hrm task did not grant motor power in reasonable time. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. It was unknown if the pump passed the self test. The customer was advised for the replacement of the pump. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump. Mmt-1884 was requested and customer response was the device will be returned.